Event description:
It was reported that the device had a cassette error alarm. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem, cassette error alarm, was found during function test. The reported root cause is a damaged dso sensor. This was replaced and passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.